Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had two issues with the sensors. Customer stated that she lost 3 last sensors because they were not sticking properly. Customer reported that the second sensor issue was it alarming low when her blood glucose was not low. Customer stated that sensor reading was 70 mg/dl or lower and blood glucose was 115 mg/dl. Customer recent blood glucose was 94 mg/dl and sensor reading was 90 mg/dl. Customer declined to do troubleshooting. Advised customer the sensors would be replaced. No further information provided.